Event description:
There was an allegation of questionable gen.2 ise indirect for k results for 15 patient samples on a cobas 6000 c501 module. For patient 1, the initial k result from module 2 was 6.08 mmol/l. The sample was repeated on module 1 and the result was 4.73 mmol/l. The sample was repeated again on module 2 and the result was 4.68 mmol/l. The result of 4.73 mmol/l was deemed correct. For patient 2, the initial k result from module 2 was 5.29 mmol/l. The sample was repeated on module 1 and the result was 3.86 mmol/l. The sample was repeated again on module 2 and the result was 3.88 mmol/l. The result of 3.86 mmol/l was deemed correct. For patient 3, the initial k result from module 2 was 5.07 mmol/l. The sample was repeated on module 1 and the result was 3.64 mmol/l. The sample was repeated again on module 2 and the result was 3.75 mmol/l. The result of 3.64 mmol/l was deemed correct. For patient 4, the initial k result from module 2 was 5.93 mmol/l. The sample was repeated on module 1 and the result was 4.55 mmol/l. The sample was repeated again on module 2 and the result was 4.68 mmol/l. The result of 4.55 mmol/l was deemed correct. For patient 5, the initial k result from module 2 was 5.50 mmol/l. The sample was repeated on module 1 and the result was 4.09 mmol/l. The sample was repeated again on module 2 and the result was 4.13 mmol/l. The result of 4.09 mmol/l was deemed correct. For patient 6, the initial k result from module 2 was 5.61 mmol/l. The sample was repeated on module 1 and the result was 4.28 mmol/l. The sample was repeated again on module 2 and the result was 4.32 mmol/l. The result of 4.28 mmol/l was deemed correct. For patient 7, the initial k result from module 2 was 5.21 mmol/l. The sample was repeated on module 1 and the result was 3.82 mmol/l. The sample was repeated again on module 2 and the result was 3.83 mmol/l. The result of 3.82 mmol/l was deemed correct. For patient 8, the initial k result from module 2 was 6.10 mmol/l. The sample was repeated on module 1 and the result was 4.64 mmol/l. The sample was repeated again on module 2 and the result was 4.53 mmol/l. The result of 4.64 mmol/l was deemed correct. For patient 9, the initial k result from module 2 was 6.00 mmol/l. The sample was repeated on module 1 and the result was 4.63 mmol/l. The sample was repeated again on module 2 and the result was 4.72 mmol/l. The result of 4.63 mmol/l was deemed correct. For patient 10, the initial k result from module 2 was 5.97 mmol/l. The sample was repeated on module 1 and the result was 4.55 mmol/l. The sample was repeated again on module 2 and the result was 4.61 mmol/l. The result of 4.55 mmol/l was deemed correct. For patient 11, the initial k result from module 2 was 6.70 mmol/l. The sample was repeated on module 1 and the result was 5.24 mmol/l. The sample was repeated again on module 2 and the result was 5.14 mmol/l. The result of 5.24 mmol/l was deemed correct. For patient 12, the initial k result from module 2 was 5.81 mmol/l. The sample was repeated on module 1 and the result was 4.37 mmol/l. The sample was repeated again on module 2 and the result was 4.42 mmol/l. The result of 4.37 mmol/l was deemed correct. For patient 13, the initial k result from module 2 was 5.86 mmol/l. The sample was repeated on module 1 and the result was 4.48 mmol/l. The sample was repeated again on module 2 and the result was 4.45 mmol/l. The result of 4.48 mmol/l was deemed correct. For patient 14, the initial k result from module 2 was 5.97 mmol/l. The sample was repeated on module 1 and the result was 4.55 mmol/l. The sample was repeated again on module 2 and the result was 4.59 mmol/l. The result of 4.55 mmol/l was deemed correct. For patient 15, the initial k result from module 2 was 5.72 mmol/l. The sample was repeated on module 1 and the result was 4.30 mmol/l. The sample was repeated again on module 2 and the result was 4.39 mmol/l. The result of 4.30 mmol/l was deemed correct.

Manufacturer narrative:
The k electrode lot number and expiration date were not provided. The investigation is ongoing.

Manufacturer narrative:
The customer replaced the k electrode and diluents. The root cause of the event was found to be consistent with diluent contamination by potassium ions, possibly from the potassium chloride reference solution.